Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 5th of july 2021 getinge became aware of an issue with one of our surgical lights ¿ powerled. The headlight with fork fell down and the label was peeling on the device. Fortunately no adverse outcome has been reported due to mentioned issues, however, we decided to report this case in abundance of caution and based on the potential as detachment of the headlight with fork could led to serious injury in case of event reoccurrence, moreover, label's particles falling into sterile field are creating a risk of contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. The headlight with fork fell down and the label was peeling on the device. Fortunately no adverse outcome has been reported due to mentioned issues, however, we decided to report this case in abundance of caution and based on the potential as detachment of the headlight with fork could led to serious injury in case of event reoccurrence, moreover, label's particles falling into sterile field are creating a risk of contamination. Defective parts were replaced and light was returned to use. It was established that when the event occurred, the device did not meet its specification, due defective fork and missing label on the device and it contributed to event. It was not established if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a very low ratio. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the part involved and the root cause. In case of new relevant information, the case will be reconsidered. The label peeling off is probably due to excessive friction during cleaning, inappropriate cleaning products and the hard knocks which could cause scratches, chips and other damages. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).